Event description:
Additional information was received indicating the capture threshold was tested manually by programming temporary pacing settings. No additional intervention has been performed at this time. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, an error message was noted while performing diagnostic testing using a programmer. Another programmer was used, however, the error message was again noted during testing. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating software re-installation was performed an the device, however, the error message continued to be noted. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.